Event description:
The facility reports while winding the hoist up to dry the resident, the lift suddenly dropped. The resident was shaken but unhurt.

Event description:
While winding the hoist up to dry the resident, the lift suddenly dropped. The resident was shaken but unhurt.